Event description:
This side effect occurred during my 2nd round of 3 synvisc injections. The first time I had the 3 injection course, I experienced some muscle pain, swelling and general discomfort. I recently had the 2nd of the 3 injection series and had such severe swelling in my knees that the pain was excruciating, the knees could not bend and I was completely unable to walk. The knees were swollen, red, and hot to the touch about 8 hours following the 2nd injection. Some fluid extraction and cortisone shots are being administered at this time. The pain and swelling has gone down slightly but I still need to have a cane in order to walk. I will not be taking the 3rd injection. Dose or amount: injections; frequency: 1x week; route: IV. Dates of use: (B) (6) 2010. Diagnosis or reason for use: osteoarthritis, knee joint pain. Event abated after use stopped or dose reduced? Yes.